Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer service center, an irregular volume delivery was observed. The device's oxygen blending module assembly was replaced to address the issue.